Event description:
On (B)(6) 2019, my(B)(6) y/o type 1 diabetic daughter, (B)(6), attempted to apply a new dexcom g6 continuous glucose monitor sensor. After following the directions and applying the sensor she noticed that it would not release from her body. She was frightened and called for me. After many attempts to get the sensor to release using the button, we removed the entire sensor and applicator and agreed to try another applicator as I assumed the failure was caused by user error. As (B)(6) removed the sensor and applicator, she became painfully aware that the needle was still in her body and ripped her skin upon removal causing it to bleed. The second applicator also failed to release. I used a flat head screw driver to try and pry the sensor from the applicator rather than removing the sensor from her body as the sensors are approx (B)(6) each. I was again unsuccessful in getting the sensor to release from the applicator using this method and (B)(6) again needed to pry the applicator from her body causing a second tear and bleeding wound. We had just received a shipment of 9 sensor applicator all from the same lot but I refused to use (B)(6)'s body to test/try the other sensor applicators. I tested the 7 remaining sensor applicators on an orange peel (orange peels are commonly used for diabetes education to practice giving injections). All but 1 of the 9 sensors from the lot failed in the same way by not retracting the needle and releasing the sensor. I reported the issue to dexcom customer service and they agreed to send 3 replacements. We turned to chat room, (B)(6) and (B)(6) support groups and found that this was not an uncommon occurrence and dexcom had been aware of the issue since (B)(6) 2018 a mere month after the g6 was released. The support groups provided a rudimentary remedy for the issue. Evidently if you hit the applicator with a hair brush, missing spoon or the handle of a screwdriver it will retract the needle and release. This was not a satisfactory solution to me. In connecting with other type 1 diabetics and their caregivers I have personally found nearly 30 independent instances of the same failure. There has also been no discernable correlation between lot numbers and failures indicating that this is a design flaw. There are multiple videos and reports from consumers on the (B)(6) group. "Type 1 diabetes support group" page and (B)(6) "dexcom" and "diabetes_11". I have included a picture of an applicator where it is clear that the needle has not retracted. I also have multiple videos, current failed applicators and documentation of all of my communication with dexcom will whom I have not received a satisfactory reply. I am happy to share all of this info. I am asking that dexcom make meaningful efforts to improve the g6 applicator to provide all people living with type 1 diabetes a quality product that does not cause harm, fear or anxiety in it's mere use. In all I am asking for dignity for type 1's. FDA safety report ID# (B)(4).